Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 145665: (B)(4) items manufactured and released on 10/29/2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Lot 112458: (B)(4) items manufactured and released on 10/21/2011. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On 05/11/2015 it was confirmed that there was no similar event on involving the sterilization lot number of the cup and of the stem. On 05/26/2015 it was confirmed that no implants will be available for analysis. On 05/16/2015 the medical affairs director made the following comment: this is reported to be an infection on a recently implanted tha that was achieving good osseointegration. Infection is a known complication of tha and, apart from looking at batch data, I see no action required from the device point of view.